Manufacturer narrative:
The lot was manufactured between may 10, 2019 and may 12, 2019. Two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a spike port cap leak at the spike port of both samples was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. The remaining sample was not received for evaluation; therefore, a device analysis could not be completed.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the spike port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.